Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic discomfort ("pelvic heaviness") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2015 she experienced pelvic discomfort (seriousness criterion medically important), fatigue ("chronic fatigue"), back pain ("lumbar pain"), depression ("depression"), osteoarthritis ("osteoarthritis"), mucosal dryness ("overall dryness"), muscle fatigue ("muscle fatigue"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty memorising") and general physical health deterioration ("deterioration of general health since insertion"). Essure treatment was not changed. At the time of the report, the fatigue, depression and general physical health deterioration had not resolved. The outcomes for back pain, osteoarthritis, mucosal dryness, muscle fatigue, disturbance in attention and memory impairment were unknown. No causality assessment was received for essure with regard to pelvic discomfort, fatigue, back pain, depression, osteoarthritis, mucosal dryness, muscle fatigue, disturbance in attention, memory impairment or general physical health deterioration. The reporter commented: period of occurrence: since about 2015 chronic fatigue, lumbar pain, depression, osteoarthritis, overall dryness, pelvic heaviness, depression, muscle fatigue, difficulty concentrating and memorising, patient¿s current status: sick leave from work, depression, chronic fatigue, deterioration of general health since insertion . Actions taken to treat her psychiatrist (and social security doctor) does not understand why my health condition deteriorates and thinks the reasons are not depressive. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-oct-2022. The most recent information was received on 17-oct-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ('pelvic heaviness') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced pelvic discomfort (seriousness criterion medically significant), fatigue ("chronic fatigue"), back pain ("lumbar pain"), depression ("depression"), osteoarthritis ("osteoarthritis"), mucosal dryness ("overall dryness"), muscle fatigue ("muscle fatigue"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty memorising") and general physical health deterioration ("deterioration of general health since insertion"). Essure treatment was not changed. At the time of the report, the fatigue, depression and general physical health deterioration had not resolved and the back pain, osteoarthritis, mucosal dryness, muscle fatigue, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for back pain, depression, disturbance in attention, fatigue, general physical health deterioration, memory impairment, mucosal dryness, muscle fatigue, osteoarthritis and pelvic discomfort with essure. The reporter commented: period of occurrence: since about 2015 chronic fatigue, lumbar pain, depression, osteoarthritis, overall dryness, pelvic heaviness, depression, muscle fatigue, difficulty concentrating and memorising, patient¿s current status: sick leave from work, depression, chronic fatigue, deterioration of general health since insertion . Actions taken to treat her psychiatrist (and social security doctor) does not understand why my health condition deteriorates and thinks the reasons are not depressive. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.